Event description:
It is reported that the patient has pain and that revision surgery is planned. X-ray shows a device fracture.

Manufacturer narrative:
Evaluation summary: the lot number of the ceramic head referenced was previously part of a recall. The referenced x-ray was not provided, therefore it is unknown which of the device components allegedly fractured. Since the devices were not returned, no analysis was possible. Based on the information provided, the alleged component fracture cannot be confirmed and the cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.